Event description:
It was reported that a dissection occurred. A 2.75 x 48 mm synergy was selected to treat the target lesion located in the left anterior descending (lad) artery. After deployment of the 2.75 x 48 mm synergy, a proximal edge type b dissection was noted. The patient experienced slow flow and changes in ECG. The dissection was covered with a 3.0 x 12 mm drug eluting stent (des) and the procedure was completed successfully. The patient fully recovered and was stable post procedure. It was further reported that the 99% stenosed and mildly tortuous target lesion was pre-dilated with a 2.75 x 12 mm non-compliant balloon. The 2.75 x 48 mm synergy was deployed successfully at 13 to 14 atm. A 2.75 x 12 mm non-compliant balloon was used to post- dilate the stent at 14 to 16 atm.

Manufacturer narrative:
E1 initial report address: (B)(6).

Manufacturer narrative:
E1 initial report address: (B)(6).

Event description:
It was reported that a dissection occurred. A 2.75 x 48 mm synergy was selected to treat the target lesion located in the left anterior descending (lad) artery. After deployment of the 2.75 x 48 mm synergy, a proximal edge dissection type b was noted. The patient experienced slow flow and changes in ECG. The dissection was covered with a 3.0 x 12 mm drug eluting stent (des) and the procedure was completed successfully. The patient fully recovered and was stable post procedure.